Event description:
It was reported by the customer that they changed out cassette lot number 4219994 exp. Day 11/10/26, the pump has alarmed -no disposable clamp tubing- three times since they changed the cassette at 5pm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.